Event description:
The g-tube drainage sys was mistakenly hooked to the balloon port, causing the balloon to deflate and possibly the displacement of the g-tube. Displacement was confirmed under fluoroscopy. Pt was receiving feedings of pedialyte which was going into the peritoneal cavity. The circumference of the drainage, feeding, and balloon ports are the same. The facility recommends that all three ports be clearly labeled on both sides to prevent accidental insertion of the tubing, syringes,etc...into the wrong port.